Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2017, grade 4 degenerative mitral regurgitation (mr) was treated with the implantation of 2 mitraclips, reducing mr grade to less than 1. Sometime around (B)(6) 2018, the patient was hospitalized with shortness of breath. Echocardiography revealed that the 2nd implanted clip (more central) clip may have detached from the posterior mitral leaflet (slda). Mitral regurgitation grade was 4. No treatment was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use are a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single lealflet device attachment (slda) appears to be related to challenging patient anatomy/morphology (prolapsed posterior leaflet). The reported worsening mr was due to the slda; and the reported dyspnea was likely the secondary effect of the worsened mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.